Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. A corroded electronic assembly and motor assembly was noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had fluid due to the customer jumping into water. Fluid is visible under the display of the insulin pump. Customer's current blood glucose reading is 6.4 mmol/l. No further information reported.